Manufacturer narrative:
The manufacturer previously reported to have received a voluntary medwatch (B)(4) with the allegation that the touch screen stopped working when an attempt was made to change a setting on patient's ventilator. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The correction made on this report includes the voluntary medwatch information that was omitted in the initial report's corresponding block h10, related report number field, of medwatch form 3500a.

Event description:
The manufacturer received a voluntary medwatch (B)(4) with the allegation that the touch screen stopped working when an attempt was made to change a setting on patient's ventilator. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.